Event description:
During a hernia procedure, the suture knots came loose. The surgeon applied, another product without patient injury.

Manufacturer narrative:
5/6/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition could not be confirmed as the sample returned for evaluation was too small to provide enough evidence to reliably determine the cause for the reported condition.